Event description:
It was reported during preventive maintenance that cardiosave intra aortic balloon pump (iabp) had crack on display housing. No patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.